Manufacturer narrative:
Suspect device: coaguchek test strip.

Event description:
Caller states the patient tested 3.6 inr on the coaguchek test system and 2.7 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect test system and replacment was sent. Coaguchek test system: meter, strip lot 310a-c19, exp 10/31/2007, cat/3116239.